Event description:
It was reported that the patient was implanted with a zimmer generic extremities (exact device not yet provided). On an unknown date, the patient complained of pain. An x-ray performed confirmed a dislocation of the glenosphere. On (B)(6) 2014, zimmer personnel were made aware that the patient will undergo revision surgery on (B)(6) 2014. The patient underwent revision surgery on (B)(6) 2014 to change the glenosphere, the humerus shell and the pe inlay.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. The part and the lot numbers of the device has not been provided at this time of the report. Hence, the device history records could not be reviewed. At this point in time while a cause for this specific event cannot be ascertained from the information provided, an updated report will be submitted once substantial follow up information is received. Zimmer reference number (B)(4).